Event description:
It was reported that the customer had an issue with the act button not working on the insulin pump. Customer stated that there was a scratch on the same button, which must have gotten damaged due to his job. Customer did not agree to a loaner lump. No further assistance needed.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.